Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 36 events were reported for this quarter. Product return status: 26 devices were received. 2 devices were not available for evaluation. 8 device investigation types have not yet been determined. Additional information: 36 devices were not labeled for single-use. 36 devices were not reprocessed or reused.

Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 19 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 36 previously reported events are included in this follow-up record. Product return status: 28 devices were received. 8 devices were not available for evaluation.

Event description:
This report summarizes 36 malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 19 events had patient involvement; no patient impact.